Event description:
The biopsies taken on the pt during an esophagogastroduodenoscopy (egd) procedure used standard rj4 28mm biopsy forceps. During the biopsy and specimen collection, the forceps refused to close. After four attempts by the tech and doctor to close the forceps, they did close. It was noted upon removal of the scope, that one of the lifting wires had broken leaving one side of the forceps prematurely open.